Event description:
Add'l info rec'd from MFR 3/23/01: the model 7223cx was returned to medtronic for analysis. The reported long charge time was verified and analysis results indicate the capacitor to be out of the spec. Prolonged charge time was reported and confirmed through evaluation of this ICD. The field report and analysis results are consistent with MFR's class ii recall z-261/262-0. Remedial action exemption e1999020 applies to this model number. Current status of device: the device has been explanted. The implant duration was approximately 37 mos. The device was implanted in 1997 and explanted in 2000.

Event description:
The pt experienced device discharge in 2000. Interrogation revealed a ventricular fibrillation episode with appropriate aicd termination but with a long charge time -16.38 seconds. The pt opted for elective device replacement and it was done under conscious sedation.